Event description:
The customer reported to olympus, the connecting tube missing one or both of the wings that clip them to the machines. The customer also reported that the ones that only have one wing broken off were still useable in the machines and have not caused any issues or caused scopes to fail reprocessing. There are a few that are threatening to have the last wing break off soon. Their staff has been following the recommendations of use and even had our representative and trainers come from olympus to help them implement new methods of use to help prevent further breakage, but there has been a couple that broke since then. There were no reports of patient harm. This complaint is number 5 out of 7. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
E2, e3, & g2: additional information has been provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to external stress applied to the lock lever of the connecting tube, which broke the lever and caused the tube¿s inability to be connected. As for the cause of the external stress, the user may have applied force toward an incorrect direction. The suggested event is detectable by following the instructions for use which state: 9 preparation and inspection 1) visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3) move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.